Event description:
Customer reports some pts have complained of hair loss after their cases were performed on this unit. The unit was evaluated by a physicist from the customer's independent testing group and the system was found to be within specification. The physicist stated that this is most likely related to the number of runs (30+) that this facility performs on some pts. Info was requested from the customer in order to investigate this reported issue, but the customer declined to provide the info.